Event description:
It was reported that the collimator and x-ray control pannel displays are blank on the 2800 system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator controller was replaced during the service call. The system was tested and found to be working as intended and put back into service.